Event description:
During an arthroscopic shoulder rotator cuff repair, the surgeon "s175" hit solid bone with an mitek expressew suture passer. The nitinol tip broke off. It's unknown if the tip was retained as a foreign body. Dates of use: #1 (B) (6) 2010, #2 (B) (6) 2010. Event abated after use stopped or dose reduced?: yes.